Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that he went to the hospital with a high blood glucose of 412 mg/dl and diabetic ketoacidosis. Leading up to the hospitalization, the customer stated that she attempted to treat with multiple boluses but her blood glucose did not come down. Troubleshooting was performed with the customer's insulin pump. No leaks were found, insulin exited the tubing during a manual prime, the insulin pump passed the high pressure test, settings and history were correct, and the drive support cap appeared normal. There was no bent cannula on the infusion set. The customer was advised that the insulin pump was working as designed. She was also advised to change the entire set, reservoir, and insulin. The customer reverted to a back-up plan per her healthcare provider's instructions. Nothing further was reported.